Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. The customer stated that the no delivery alarms occurred during the fill tubing process. During troubleshooting, the customer was unable to get insulin to exit and reported that there was increased resistance on the plunger. Blood glucose level was 389 mg/dl at the time of the incident. The customer was advised that the reservoir would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.